Manufacturer narrative:
Updated information received via operative notes. Primary operative notes report excellent range of motion and stability after implantation of the final components. It is unk if the cement was allowed to cure with the knee in full extension. Revision operative notes indicate aspect loosening. The tibial components was reported to be grossly loose and was removed easily. The femoral component was not reported to be loose and the condition of the articular surface was not mentioned. Root cause remains unk at this time. Evaluation: device history records were reviewed and found to be conforming. The information submitted on this report was previously submitted under medwatch number 1822565-2013-01889.

Event description:
It is reported that the pt was revised due to loosening.